Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found a faulty charge-coupled device (ccd) unit. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image was not displayed because the ccd unit or the cable unit failed by deterioration over time due to use exceeding its service life, or unexpected stress was applied to the head part or the cable unit by the user¿s handling. Regarding the handling of the device, the instruction manual contains the following description which may prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The device referenced in this report has not yet been received by olympus for evaluation. The definitive cause for the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing for an unspecified procedure using a hd autoclavable camera head, there was no image on the screen. There was no patient contact/impact.